Event description:
The ekosonic system was being used to treat a venous thrombosis. The iddc had been inserted into the patient. During insertion of the msd into the iddc, the msd fractured into 2 pieces. The proximal end of the distal piece was still outside of the iddc so the physician removed the msd and replaced it. No adverse patient event was reported.

Manufacturer narrative:
The device was returned for investigation. Inspection of the device confirmed it had fractured into two pieces between two transducers in the treatment zone. It was not possible to determine the exact cause of the fracture.